Event description:
It was reported by the rep that(2) ez45g were used during a video assisted thoracic procedure. It was reported that the instrument was opened, the handle was closed and the firing handle broke. Upon retrieval, the cartridge fell into the chest cavity and was retrieved. The second instrument "felt funny" when clamped. The staples were sticking up as though partially fired. A third instrment was opened to complete the case without consequence to the patient.